Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette and the transfer set had disconnected from each other. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. There were no damages to the transfer set or cassette. The patient had the transfer set replaced as a result of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.